Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a pitted light cover glasses adhesive and an optical cover glass adhesive, a broken freeze button, a damaged distal end cap that needed to be replaced, an uneven edge on the distal end adhesive that required the adhesive glue to be replaced, a distorted switch condition, and a right/left angle that was not up to specification and had a play evident. The investigation is ongoing. The customer did not provide any information regarding their reprocessing steps. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a broken freeze button. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the foreign material in the air/water channel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The white crystallized foreign material could not be conclusively identified but it was noted that it may be a simethicone type product. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing of the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.